Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Also, pocket tissue swabbed and tested positive for infection. Attempts were made to extract this lead but were unsuccessful, thus, the lead was cut and was surgically abandoned.